Manufacturer narrative:
Proximate age of device - 40 days. It was reported that the pump would not be returning for evaluation as the pump was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The pump was not explanted therefore a correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with use of the heartmate ii lvas. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). At the time of implant, the patient also had a devega tricuspid valve annuloplasty, a mitral valve ring placed, a transcatheter aortic valve repair, and repair of an atrial septal defect. It was reported that the patient was not able to be weaned off inotropic or ventilatory support post-operatively. He further suffered from multi-organ failure with elevated liver function tests and the need for continuous dialysis. His mental status declined irreversibly on (B)(6) 2014 and the patient was found to have had a large hemorrhagic stroke, prompting withdrawal of care.